Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2 weeks post implant the implantable pulse generator (ipg) battery estimation of longevity were not within the expect range. The ipg remains in use. No patient complications have been reported as a result of this event.